Event description:
Information received indicates the foot brake casters will not engage into brake.

Manufacturer narrative:
The technician found the hex rod broken at the casters. The technician used a brake/steer upgrade to repair the stretcher.